Event description:
It was reported that a myocardial perforation occurred at implant. The physician noted high impedance and thresholds. The patient's blood pressure decreased and was managed by medication. The lead was pulled back slightly and remains implanted and in use. No further patient complications have been reported as a result of this event.